Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system displayed a hardware failure error. The customer stated that the malfunction occurred when the user was retrieving medication for a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a failed hardware error. A field service engineer dialed in remotely to check the unit. The customer was able to restart the unit, reset the device on the bus and recover the pockets. The system functioned as intended after the field service engineer troubleshooted the device.